Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic during a follow up. The pacer was found to be in backup vvi. There were two attempts made to recover and reset the device, both the attempts failed. Patient experienced feeling lack of energy. Device was replaced on (B)(6) 2018. Patient was stable post procedure.

Manufacturer narrative:
The reported event of backup was confirmed. Device image was corrupted due to a failed download attempt in the field and no device data could be retrieved. Battery voltage was within normal range of operation. Device was monitored and no anomaly was noted. Longevity assessment was performed, which met the projected longevity. The cause of backup vvi could not be determined.